Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons are intermittently unresponsive, requiring multiple presses with excessive force to evoke a response. The patient keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under the keypad contacts.